Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical portex® bivona® tracheostomy tube was reported split and broken. It was reported that the patient does pull on the tube at times and is ventilator dependent. The tube was then removed with no adverse patient effects.

Manufacturer narrative:
Device evaluation summary: no tracheostomy tube sample was provided for investigation. However, a photo of the product was provided. Upon inspection of the photo, it was seen that the shaft was separated from the connector. Additionally, relevant documents were reviewed and deemed adequate. The assembly operation and training were reviewed with no discrepancies. Production floor inventory samples were audited during verification and (B)(4) units were taken, finding no adhesive issues. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the photo evidence provided, the complaint was confirmed. No problem source was identified.